Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat atrial fibrillation/ futter a faradrive steerable sheath clear was selected for use. During sheath preparation, a white residue was discovered on the handle of the device. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. Although treating atrial flutter is off label use for the farawave catheter, it does not carry inherent patient safety risk and thus does not meet complaint criteria.

Manufacturer narrative:
Visual inspection of the returned faradrive sheath confirmed white residue on the sheath handle. The returned device was evaluated for functionality and leak testing with passing results. The sheath was not sent to the arden hills analytical lab (ahal) for compositional testing as the white residue came off during leak testing. However, a similar faradrive sheath complaint noted to have the same white residue on the sheath handle and was sent to ahal for material analysis of its white residue. Ahal test results determined the white residue to be consistent with saline and bodily fluid.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation and atrial flutter a faradrive steerable sheath clear was selected for use. During sheath preparation, a white residue was discovered on the handle of the device. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is has been received at boston scientific post market laboratory where it's waiting for analysis.